Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system ¿ battery, serial number: (B)(4) / model #: 1650de / expiration date: 10/31/2016, UDI #: asku, device available for evaluation: no, device mfg date: 10/31/2015, labeled for single use: no. Brand name: heartware ventricular assist system ¿ battery, serial number: (B)(4) / model #: 1650de / expiration date: 10/31/2016, UDI #: asku, device available for evaluation: no, device mfg date: 10/31/2015, labeled for single use: no. Brand name: heartware ventricular assist system ¿ battery, serial number: (B)(4) / model #: 1650de / expiration date: unknown, UDI #: asku, device available for evaluation: no, device mfg date: unknown, labeled for single use: no. Brand name: heartware ventricular assist system ¿ battery, serial number: (B)(4) / model #: 1650de / expiration date: unknown, UDI #: asku, device available for evaluation: no, device mfg date: unknown, labeled for single use: no. Brand name: heartware ventricular assist system ¿ battery, serial number: (B)(4) / model #: 1650de / expiration date: 10/31/2016, UDI #: asku, device available for evaluation: no, device mfg date: 10/31/2015, labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was frequent power switching between the controller and five batteries. The controller and batteries will be taken out of service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller (con306690) and five batteries (bat210221, bat209628, bat209986, bat209925, bat209575 ) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing; however, visual examination revealed cracks in the housing around power ports one and two. This is an additional observation not related to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events due to momentary disconnections involving bat210221, bat209925, and bat209575. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. Additional products: battery / bat210221, d10: yes, return date: 2018-03-12, h3: yes, h6 FDA method code(s): 10, 4112, h6 FDA results code(s): 3213, h6 FDA conclusion code(s): 12 battery / bat209628 d10: yes, return date: 2018-03-12, h3: yes, h6 FDA method code(s): 10, 4112, h6 FDA results code(s): 213, h6 FDA conclusion code(s): 67 battery / bat209986 d10: yes, return date: 2018-03-12, h3: yes, h6 FDA method code(s): 10, 4112, h6 FDA results code(s): 213, h6 FDA conclusion code(s): 67 battery / bat209925, d10: yes, return date: 2018-03-12, h3: yes, h6 FDA method code(s): 10, 4112, h6 FDA results code(s): 3213, h6 FDA conclusion code(s): 12 battery / bat209575 d10: yes, return date: 2018-03-12, h3: yes, h6 FDA method code(s): 10, 4112, h6 FDA results code(s): 3213, h6 FDA conclusion code(s): 12. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Visual inspection under 10x magnification revealed hairline cracks surrounding power port 1 and power port 2. An internal visual inspection did not reveal fluid ingress. The hairline cracks are not related to the reported event. The root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. If information is provided in the future, a supplemental report will be issued.